Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that they have not been able to give insulin and had to use an injection. The customer reported that when they go to the screen and press central, the color orange comes out. When the customer presses the button the screen will not unlock. The customer was assisted with unlocking the screen. The customer checked her blood glucose and it was 459mg/dl and programmed a bolus of 3.7. She felt that this was not enough. Blood glucose was earlier 385mg/dl, and injected 5 units before coming to her daughter's house. When asked to troubleshoot for the high blood glucose the customer stated that she is going to wait for her blood glucose to come down. The insulin pump will not be returned for analysis.